Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited functional undersensing and had dislodged. Additional information indicates that the dislodgement was confirmed during lead testing before electro-physiology (ep) test and ablation. It was further reconfirmed through fluoroscopy. A revision was performed to relocate the lead but was unsuccessful. Hence, this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.